Manufacturer narrative:
The field service engineer replaced the diff mixing motor assembly. This resolved the issue. (B)(4).

Event description:
While on a customer's site, a field service engineer (fse) found the differential mix drive of a hmx autoloader instrument would intermittently keep mixing when it should have stopped. This caused flowcell errors / diff voteouts on quality controls and patient samples. There were no erroneous patient results reported in connection with this event.